Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the procedure according to IFU, the md found air bubbles in the needle syringe connecting area. So the md opend up the new kit to finish the procedure."

Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4) to (B)(4) to include the full UDI. Device evaluation: the customer report of a leaking ars was confirmed through investigation of the returned sample. The customer returned one opened cvc kit, including one introducer needle and arrow raulerson syringe (ars), for analysis. The returned sample was functionally tested with a lab inventory introducer needle per the instructions-for-use provided with this kit. The ars was able to draw and aspirate water with and without the introducer needle, but a large quantity of air bubbles was observed. A hole was observed in the valves upon further visual inspection of the ars through the handle. The ars additionally did not pass additional testing performed. A device history record review was performed and revealed no relevant findings. Therefore, based on the customer report and the sample received manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex quality systems to evaluate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "during the procedure according to IFU, the md found air bubbles in the needle syringe connecting area. So the md opend up the new kit to finish the procedure."